Event description:
On (B)(6) 2013 a customer noticed that the cell counts generated by their bd facscanto ii flow cytometer (cat.no 338962/sn (B)(4)), were suspected to be inaccurate when compared to alternative test method results. The instrument had it's preventative maintenance performed in (B)(6) 2013 by bd and it was released to the customer meeting specifications. The customer conducted a validation of the instrument using ldts and canto clinical software. The instrument was put into lab production in (B)(6). On (B)(6) 2013 bd was notified for a service call and a field engineer was dispatched for an on site visit. After re-aligning optics and verifying the flow rate the issue persisted. Analyzing data from test runs indicated that the facscanto ii was taking longer to acquire a target number of events and the files contained very large amounts of debris, potentially masking bd trucount bead events. On (B)(6) 2013 the customer notified bd and filed a customer complaint that they had confirmed that six (6) patient results collected using the bd facscanto ii flow cytometer (cat. No 338962/sn (B)(4)) were erroneous. Analyzing data from test runs indicated that the facscanto ii was taking longer to acquire a target number of events and the files contained very large amounts of debris, potentially masking bd trucount bead events. These missed beads would result in increased cell count determination, matching the labs initial observation. There were six patient results of absolute cd20+ cell counts that could have been affected. In three instances either there were results from other tests that could be used to confirm the obtained results, or the cells were available to repeat the tests and revise the result without impact on patient management. In three instances there were no results from add'l tests, nor were there viable cells to repeat the test. Therefore, the tests were cancelled and a notice was sent to the physicians that ordered the tests that the cd20+ absolute counts were unreliable. As the physicians were making therapeutic decisions based on these three results, there is a possibility that the values were falsely increased which could affect the dose of rituxin (2 patients) and antiviral management and alteration of immune suppression therapy (1 patient).

Manufacturer narrative:
On (B)(4) 2013: installed percp pmt, pmt socket. Removed bleach filter from wetcart. Adjusted focus to bring 488 laser area scaling to 1.3. Did a cst baseline with a new lot of cst beads. No issue found with instrument. On (B)(4) 2013: replaced the flow cell. Gelled and aligned. Adjusted laser focus, adjusted laser focus, adjusted collection lens. Cst baseline completed. Note: voltage shift less than 10 volts, cv's similar to cv's prior to flowcell replacement. On (B)(4): call close out. Customer confirmed that issue is resolved on (B)(4).